Event description:
Report claims the end-user was walking their dog while under power of the smartdrive mx2+. The end-user attempted to stop the device via tapping motion of their samsung galaxy 6 watch, with claims that the motor failed to disengage and continued to drive until the end-user had the oppurtunity to reach back to turn off the device. No injuries were sustained as a result.

Manufacturer narrative:
End-user claims while out walking their dog while using the mx2+ power assist, when given a double tap to disengage motor, claims the device continued to drive. End-user reports needing to place the dog leash in their mouth and continued to attempt to stop via tapping to no effect. Claims at some point the watch band came loose and the watch fell to the ground. Reports finally being able to stop by grabbing the hand rims and wheel locks, then turning device off by pwr button. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. End-user stated they have been using the galaxy 6 watch for a few months and had downloaded the mx2 app at that time. It was unclear which rev the user had on their watch at the time as they reported having removed and re-downloaded the app prior to contacting permobil. Permobil verified the version mx2 app currently being used is the updated version (1.1.00). The end-user stated this is the first time this event had occurred since purchase of the samsung galaxy 6 watch, and no further reports have been received of recurring events. The end-user was unable to provide permobil with the serial number of the smartdrive device being used at the time, therefore permobil was unable to identify the device in question to verify specifications when distributed. If permobil receives any new information, a follow-up report will be submitted.